Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. All information was investigated and based on the information provided by the account, the reported mitral stenosis and unspecified tissue injury/damage resulting in mitral valve insufficiency/regurgitation and subsequent hypotension and heart failure are related to the mitraclip. Tissue damage/injury, mitral regurgitation, mitral stenosis, hypotension and heart failure are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was inserted and deployed on the mitral valve, reducing mr to grade 2+. A second clip was implanted further decreasing mr to trace at the end of the procedure. It was noted that the second clip did cause the mitral valve pressure gradient to increase to 6mmhg. After the operation, the patient was observed in the intensive care unit. Ultrasound imaging was reviewed, and it was found that the patient's posterior leaflet had been lacerated and mr had returned to severe. The patient had experienced chest distress and hypotension. It was determined the second clip had caused the laceration leading to the increase in mr and return of symptoms. The patient underwent surgical valve replacement two days after the original procedure.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.